Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the df4 connector pin. A proximal and a distal lead fragment were available for analysis. A medial fragment of about 3.5 cm length was not returned. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the distal lead fragment. Especially between 35.5 cm and 40.0 cm proximal of the tip electrode, the insulation was found to be frayed. This damage is with high probability the cause of the oversensing complained about. The position and type of the frayings are characteristic fore massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, a deformed shock coil was found during the inspection, which is probably due to the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 17 months after implantation, oversensing was registered during a follow-up. The lead was explanted and replaced.